Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the air/water cylinder could not be identified and a definitive root cause of the issue could not be determined, however, do to the observed leak at the plug unit, it is possible that proper/sufficient reprocessing could not be performed. The event may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿control knob loose and crack near connector¿ was not confirmed. The following findings were also noted during device evaluation: air/water cylinder has no color, suction-cylinder has no color, due to a crack on plug unit, water tightness is lost, scope cover-case unit has a scratch, due to wear of angle wire, bending angle in up direction does not meet the standard value, plastic distal end cover is deformed, and universal cord has a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis lucera colonovideoscope had ¿control knob loose and crack near connector¿ the device was returned for evaluation. During the device evaluation, the following reportable malfunction was found, ¿air/water cylinder has foreign objects¿ there were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.